Manufacturer narrative:
(B)(4). The customer indicated that the affected device was discarded. Unable to determine the cause of the customer's reported spraying.

Event description:
Customer's product quality feedback form states, "while disconnecting tubing to flush line to start platelet infusion, tubing popped back out of cap (maxplus connector) on IV and fluid sprayed employee in eye and face. Pt is (B)(6). Maxplus connector was connected to IV catheter. No extension tubing set in use." Employee received treatment from employee health for exposure. Although add'l info regarding lab work, medication given or type of treatment was requested, no further info has been provided.